Event description:
The pt experienced increased pain. He had chronic low back pain; the pain radiated to his bilateral buttocks with the right worse than the left and down his right leg. He stated that his pain had been worsening. He described it as an arcing/burning sensation and rated it a 6/10 on the visual analog scale (vas). He was having some trouble with bowel movements. He was not sure if it was constipation or difficulty with the actual muscles themselves. He was in no acute distress. He felt that he was getting relief from the medication in his intrathecal pain pump. The remaining amount of medication was removed from the pt's pump. It was refilled with preservative-free normal saline and his pump was reprogrammed to a low rate. The pt was given oral avinza and dilaudid for pain. The hcp hoped that the granuloma would resolve with stopping the medication in the pump. They planned to have him undergo a reevaluation in 3-4 months and then depending on those findings decide if they would leave the pump in or have it removed. The pt outcome was reported as "no injury". The pump had been used to deliver dilaudid and clonidine.

Manufacturer narrative:
.